Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a severely bent grip and the tip does not align with the other grip. This failure was attributed by excessive force applied to the instrument jaws. Failure analysis found the primary failure of a severely bent grip to be related to the customer reported complaint. Additional observation not reported was a missing carbide insert on the severely bent grip. Material approximately 0.20" x 0.08", was not returned. Failure analysis found the additional failure of a damaged carbide insert to be related to the customer reported complaint.

Event description:
It was reported that during a central processing, the large needle driver instrument jaw was noted to be defective. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the jaws of the large needle driver instrument likely had physical damage. No pieces were missing and no fragment fell inside the patient.